Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. The device remains implanted. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported to have glare and nebulous vision causing inability to read newspaper and see distance objects. The device remains implanted.